Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 9 733320rpend, serial/lot #: unknown, ubd, UDI#. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that there were non-functional ports on the emitter box, as the top two ports were not recognizing instruments. The manufacturer representative stated that swapping instruments in those ports did not resolve the problem. It was noted that the lower ports were functional. Additional information was received from the manufacturer representative. It was reported that the most likely cause of the issue was unknown. The manufacturer representative stated that no additional troubleshooting was performed and the issue was not resolved. It was noted that the account was looking to possibly upgrade their system. No patient was present when the issue was identified.